Event description:
It was reported during in clinic follow up that pacing percentage dropped due to ectopy and post-sensed t-wave oversensing (pstwos) resulting from pseudo-fusion exhibited by the implantable cardioverter defibrillator. Programming changes were made to resolve the issue. The patient was stable.